Event description:
It was reported that the stent had difficulty deploying causing it to shorten and detach, where an additional device was needed. An eluvia drug-eluting vascular stent system was chosen for a right superficial femoral artery angioplasty and stent placement to treat peripheral artery disease. The 100% stenosed target lesion was severely calcified with severe tortuosity. During the initial ipsilateral approach, deployment failed due to the patient's body type, and a second contralateral approach was performed. The movement of the deployment dial felt awkward at the middle deployment, so the device was deployed distally. The stent was placed, but it had detached and shortened, unable to cover the entire target location. Another stent was used to adequately cover the entire lesion without sequela. No patient complications were reported.